Event description:
Second revision surgery - the patient developed a hematoma this past weekend. The surgeon's plan was to irrigate and drain, and change the acetabular liner and femoral head. The surgeon had trouble getting the liner out; he felt the cup had become unstable. He removed the cup and replaced it. (B)(4).

Manufacturer narrative:
The reason for this revision surgery was to address a hematoma the patient developed seven days after the previous revision surgery. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this product. The root cause for the hematoma was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.